Event description:
It was reported that there the implantable cardiac monitor had t-wave oversensing (twos). There was one episode where the r-wave decreased and then they got twos. There was also an episode that looked to be sensing some kind of noise. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).